Event description:
Cath lab manager reports concerns with either hemochron jr./signature + machines or possibly the cuvettes which were being utilized. At time in question, cuvette act+ were being used. We are now using act-lr. Below is a summary of what happened, but we cannot definitively say there was a "malfunction". It was reported that while using the cuvette act+, the times were lower with the amount of heparin given in some procedures. Our cath lab compared results using one blood sample between two hemachron machines and a different MFR's machine. In one particular instance, the sample results were: the different MFR's machine read 219, hemochron (both machines) read 171. These results were run simultaneously, side by side. The request had come from the physician when results from the same three machines, 50 minutes earlier showed the result from the different MFR's machine as 409. One of the hemochron machines showed a result as 171 and the other hemochron machine was not recorded. To summarize, when the cath lab used the act+ the times seemed to be low. We did not change our qa process and the numbers showed we were within ranges for the tests. We have since gone back to the act-lr and our physicians now have the confidence to believe the results.